Manufacturer narrative:
H.6. Investigation: one sample was received. It came in a plastic ziploc bag. The plunger rod has been removed from the syringe. The syringe has 5ml of solution that is pink in color and has residue of blood. No manufacturing issues were experienced during the production of these products. The syringe is not designed for drawing blood. The syringe is designed for pushing the plunger rod down while expelling the solution, not for pulling it back. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced plunger loose/falls out during use. The following information was provided by the initial reporter: material no. 306547, batch no. 9206958. (B)(6) children¿s hospital has encountered an issue with the following product: date of event: (B)(6) 2019. Product type: bd posiflush ns 10ml syringe. Reference #: 306547. Lot #: 9206958. Expiration date: 7/31/2022. Concern: plunger came disconnected from syringe when drawing back for labs the defective product has been saved for evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced plunger loose/falls out during use. The following information was provided by the initial reporter: material no. 306547 batch no. 9206958. Primary children¿s hospital has encountered an issue with the following product: date of event: (B)(6) 2019. Product type: bd posiflush ns 10ml syringe. Reference #: 306547. Lot #: 9206958. Expiration date: 7/31/2022. Concern: plunger came disconnected from syringe when drawing back for labs the defective product has been saved for evaluation.